Event description:
A malfunction was reported on a customer's pump, specifically identified as malfunction code 16. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy for insulin delivery. Technical support resolved the issue by sending a replacement pump, confirmed the shipping details, and provided instructions for putting the pump into storage mode. The customer was also instructed to return the problematic pump within 10 days using a pre-paid label to avoid additional charges and was advised on how to program settings and connect their cgm to the new pump.